Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tc3 size 2.5 sigma revision box trial locking mechanism is not working properly to change femur position and side, surgeon asked to have it replaced.

Manufacturer narrative:
Examination of the returned device was unable to replicate the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.